Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the axiem was replaced. The system then passed the system checkout and was found to be fully functional. The axiem unit was returned to the manufacturer for analysis. Analysis found that the unit was connected to a test system with the ent application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The medtronic representative connected / disconnected the tools from each port multiple times and system remained functional. Analysis found that there was no failure found with the axiem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively. It was reported that during the case, the axiem was not working on the system. The emitter details showed that the axiem box was not communicating with the system, and the emitter and all instrument ports stated "unable to read port". The nurse had already rebooted the system fully, including turning off the power switch on the back, with no resolution. The surgeon completed the surgery without navigation and there was no impact on patient outcome. A manufacturer representative (mr) restarted the system and the axiem/emitter were green in emitter details. Technical services had him check em interface and nothing indicated a fault. The mr went back to the software and then found the axiem/emitter were red status in the emitter details. The mr was told the site used another emitter when this happened and it did not resolve the issue. He restarted the system and axiem/emitter went back to green status.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The field generator was connected to test system for a multi day burn in test. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. The field generator was fully functional. If information is provided in the future, a supplemental report will be issued.